Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on 03-sep-2020. The most recent information was received on 19-sep-2020. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('laparoscopic hysterectomy') and appendicectomy ('laparoscopic appendectomy') in an adult female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and appendicectomy (seriousness criterion medically significant). The patient was treated with surgery (laparoscopic hysterectomy). Essure was removed. At the time of the report, the medical device removal and appendicectomy outcome was unknown. The reporter provided no causality assessment for appendicectomy and medical device removal with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-sep-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 03-sep-2020. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('laparoscopic hysterectomy') and appendicectomy ('laparoscopic appendectomy') in an adult female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and appendicectomy (seriousness criterion medically significant). The patient was treated with surgery (laparoscopic hysterectomy). Essure was removed. At the time of the report, the medical device removal and appendicectomy outcome was unknown. The reporter provided no causality assessment for appendicectomy and medical device removal with essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.